Event description:
The above date was when a problem with my greenfield ivc filter was detected. For years previous to that date I had suffered from extreme back pain, fatigue, dizzy spells, and a general state of not feeling well. When it was detected that all 6 legs of the filter had penetrated my vena cava, I was also told that 1 leg was near the portal vein and one was near the renal artery (likely the cause of my back pain). Upon removal, one leg was adhered to the portal vein. The vein had significant bleeding which resulted in a blood transfusion. My filter had been implanted for 17.5 years prior to removal.